Manufacturer narrative:
(B)(4). The post market surveillance department has requested medical records and treatment sheets for this reported event but none have been provided to date. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
An inpatient user facility reported during treatment a patient expired due to a pulmonary embolism after being taken off of the machine due to the patient experiencing cardiac arrest during treatment. The user facility technician confirmed there was no alarm, no indication of a malfunction during treatment. The biomed completed a post-treatment diagnostic, where he inspected the ultrafiltration (uf) of the unit. During the post-treatment diagnostic assessment a stroke test was performed. The machine was programmed to take 24 strokes, but during testing the machine took 24.2 strokes. During a simulated treatment, on the same machine in which the patient cardiac arrest occurred, 1050ml was pulled while the machine was programmed for 1000ml.

Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, the user facility made no request for an on-site repair to be performed by a fresenius regional equipment specialist (res), and no parts were returned to the manufacturer for evaluation. Therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The system level review of this 2008k2 hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the bloodline alternate sample. Clinical assessment (provided by treating physician): on admission to user facility, the patient was found to have staph epi bacteremia and was treated and repeat cultures were negative at end of treatment. She had become increasingly resistant to hemodialysis, was combative with staff, and pulled her needles out on two treatments prior to day of death. On the day she expired, she was receiving a one on one session with a dialysis nurse and had an additional lpn (non-dialysis staff) to aid if patient became combative. She was on telemetry. She developed bradycardic arrest after approximately 45 minutes of dialysis that she had been tolerating well. She had been essentially bed bound for 8 weeks as she was not getting up and walking or getting physical therapy during hospitalizations. She refused to wear her scd¿s and refused many medications. Patient expiration believed to be most likely etiology of cardiac arrest.